Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery system (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment. In this case, the sds was not returned for analysis which may have aided the investigation. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced; however, a conclusive cause could not be determined. Myocardial infarction, thrombosis, and surgical procedures are known adverse events listed in the vision instructions for use. A conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for failure to deploy for this lot.

Event description:
It was reported via maude event report #(B)(4) that the patient was transferred emergently from an outlying facility on (B)(6) 2011 with an st elevation myocardial infarction (stemi). Films revealed 95% complete stenosis at the proximal left anterior descending artery (lad) with an 80% proximal to mid stenosis. Proximal and mid lesions were predilated with a 2.5 x 12 mm trek balloon. The 3.5 x 23 mm vision stent was then deployed. There was marked under expansion of the distal portion of the stent at the level of the mid vessel lesion. The vision stent was dilated with 3.5 x 20 mm and 4.0 x 12 mm non-abbott balloons. Dilatation was performed to very high pressures with continued incomplete expansion of the distal portion of the stent. Final films revealed timi iii flow with 0% residual stenosis in the proximal portion of stent, and 40% residual stenosis in the distal portion of stent at mid lad. The patient was discharged on (B)(6) 2011 on anticoagulant medication. Approximately seven hours later, the patient began having chest pain and returned to the emergency room. A subsequent electrocardiogram (EKG) showed stemi. Films revealed 100% occlusion with thrombosis at the origin of the lad, previously placed stent in proximal lad. Multiple thrombectomy passes were performed, however it was unable to pass into the incompletely expanded part of the distal stent at mid lad. Thrombectomy reestablished flow initially at timi ii, but persisted with timi I, despite multiple attempts with thrombectomy and intracoronary nitroglycerin. Surgery was consulted and an intra-aortic balloon pump (iabp) was placed. The patient underwent emergent coronary artery bypass. The patient recovered without further complications and was discharged. No additional information was provided.